Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. The customer's blood glucose (bg) level was impacted (251 mg/dl). The customer took a correction bolus. It was indicated that the customer has manual injections available as alternate insulin therapy.